Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3rd june 2024 it was reported by an arthrex employee via email that an ar-1588rt, acl tightrope rt, appeared to create a noose during the tensioning process and it could not be over-turned. This was detected during use in a reconstruction of anterior cruciate ligament surgery on (B)(6) 2023. The procedure was completed successfully as another new ar-1588rt was used. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-1588rt serial/batch number (B)(6) was received for investigation. Visual inspection of the button found scratches on the front and back sides close to the edge of the device. The suture system was received broken and frayed. A user error is the most likely cause of the reported failure and observed damage to the button. Per dfu-0147-8 at revision 0. G. Precautions. Acl/pcl/ btb/rt/abs tightrope only: excessive force on the shortening suture strands may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands are required when the graft/wedge construct reaches the desired position in the femoral socket, and the graft stability is verified by pulling distally on the graft.